Manufacturer narrative:
Results - bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Conclusion - the most likely root cause for this type of defect is that the fm was introduced into the pouch with either the syringe or the cap.

Event description:
It was reported that a black 1mm piece of foreign matter was found in an abg syringe. No injury or medical intervention reported.

Manufacturer narrative:
Additional information: DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.

Manufacturer narrative:
The initial MDR was submitted with an incorrect device type code. The correct device type code is jka.